Event description:
It was reported the pt had return of pain. During a revision, it was noted the catheter had fractured at a bony prominence area near the intrathecal space. A portion of the catheter remained in the intrathecal space. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.